Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 400mg/dl. The insulin pump history showed no delivery alarms. The customer declined high pressure test. The costumer will return insulin pump for analysis.

Manufacturer narrative:
The insulin p ump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Device received with minor scratches on reservoir tube window and minor scratches on lcd window. No cracks on reservoir tube noted.